Event description:
Customer reported unexpected negative reaction on the echo when testing sample with capture-r ready screen 3 (crrs3). No transfusion reactions have been reported as a result of the negative reactions.

Manufacturer narrative:
Review of customer instrument images: review of crrs 3 results show negative reactions with all cells. Cell 3 was the only k positive cell. This cell was heterozygous for k and visually appears negative. The positive control well appears as expected. The reactivity of the k antigen was confirmed on retention crrid, lot r054 with anti-k. A service call was made. No mechanical issues were found with the instrument. Customer did not return sample or product for testing.